Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple cartridge change errors occurred. Customer reverted to an alternate form of insulin therapy. There was no reported adverse impact to customer's blood glucose.

Manufacturer narrative:
On april 8, 2022, the distributor reported the additional information: the pump history was reviewed and no alarm was identified on event date. Troubleshooting was performed and pump was found to be functioning as intended. Pump will not be returned to tandem.